Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient said that when they go to bed and lie on their back, it stimulates like crazy, so they have to lay on their side for awhile, which started happening months ago, and clarified it started last year. Pt says they haven't tried turning stimulation down when this happens. Patient says they are going to have surgery in 3 days and need to know how to turn stim off. Reviewed how to connect to implanted neurostimulators and patient was able to successfully connect and turn therapy off and then back on again. Reviewed adaptive stim usage and how to get it set up with hcp/rep. Pt says their hcp has left and doesn't know which dr took their place, but they will call hcp office and ask to meet with a representative. On (B)(6) 2026 rtg1040805/update (con): patient called back and mentioned previous information in this case. Patient mentioned they had a lot of pain when they lied down on their back. Patient's hcp retired and they wouldn't have an hcp until end of (B)(6). Patient also called their regular doctor for assistance on meeting a representative and the doctor declined. Patient mentioned they would have surgery on their breast on the (B)(6) and after the surgery they would have to lie on their back for at least a month so patient would like to get reprogrammed by the (B)(6). Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.